Manufacturer narrative:
Examination results revealed that the inner blister lid got caught under the outer blister seal and opened prematurely. Corrective action had previously been taken.

Event description:
When the external package was opened, the inner tyvek package which contains the sterile device was placed on the sterile field, it was noticed the inner tyvek seal was opened. This event did not cause any adverse consequence to the pt or delay in surgical or anesthesia time.